Event description:
It was reported that during the implant attempt, the stylet had become curved within the lead and could not be advanced further nor removed. The lead and stylet were removed together and replaced. A new lead was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.